Event description:
The siemens medical scanning system ultrasonic device was reported to have a critical error message. Biomed serviced the device and reinstalled the software, reloaded the presets, and network settings. The device was back in service a month later. This happens every time the system is moved.